Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the top end kit is loud/ squeaking. Additional malfunctions are the 4-way valve is alarming/shutting down and the pe valve is alarming.